Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: did the device staple? ¿ yes if yes, was the staple line complete (fully circular)? ¿ not fully circular did the device have staple line issues? Malformed, missing staples, no staples etc? ¿ staple line wasn't complete. Was the device locked on tissue with the anvil closed? ¿ yes, if yes, what steps were taken to open the anvil? ¿ they just cutted the organ, and after surgery finished, when they checked the anvil, it just could take it off. If the anvil could not be opened, how was the device removed? ¿ after surgery, they could take it off. Is the current patient status known? ¿ yes, patient is fine now. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿ no.

Manufacturer narrative:
(B)(4). Date sent 4/23/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent 3/31/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malformed, missing staples, no staples etc? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after firing the tissue wasn't cutting. Surgeon has checked check mark was on green light. The washer also didn't break. So device couldn't take off.

Manufacturer narrative:
(B)(4). Date sent 4/24/2025. D4 batch #146d66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the testing. The anvil was inserted and removed without difficulties. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications a manufacturing record evaluation was performed for the finished device batch number 146d66, and no non-conformances were identified.